Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on may 11, 2026 with lot number 1612441. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "pain". Later patient reported "exchange with no complaint against device". Later healthcare professional reported "rupture found during surgery". This record is for the left side. The device was explanted.

Event description:
Patient reported "pain". Later patient reported "exchange with no complaint against device". Later healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.